Event description:
Procedure: vaginal hysterectomy. Reportedly, the surface burns appeared on left and right vaginal wall edge. Diathermy was also used towards the end of the procedure, where metal retractors were used. However, the scrub nurse confirmed she noticed marks whilst the ligasure was being used. Also when using ligasure, vessels did fall away from the jaws, causing an incomplete seal. It appears the tissue was under too much tension.